Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Two osseotite® implant 3.75 x 11.5mm (2 x oss311) were returned for investigation. Visual inspection of the as returned product identified an attached abutment, excessive bone and fractured on both implants. Device history review (DHR) review was completed for the subject lot number (2011070413). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2011070413) for similar event and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Implant date unknown / not provided. Email address unknown / not provided.

Event description:
It was reported implant removed due to fracture.